Manufacturer narrative:
Optical module, model om-2, was reported by customer as having the svo2 "incorrect, drifts". An edwards electronic technician evaluated the optical module and found that the error code was trilens damaged. Upon further investigation, it was found that the optical module optic lens at the catheter interface was damaged. Repeated connections of catheters to the optical module throughout the product's life can cause this problem. The service history record was reviewed and all manufacturing requirements were met.

Event description:
It was reported that the svo2 was "incorrect, drifts". No patient injury was reported.